Event description:
Resident was transferred to the kebo parker both for a whirlpool to her foot. Resident is very confused & unable to keep self from slipping. No slip pads that are on seat of tub did not hold and resident slid down & foot hit end of tub breaking 2nd toe at 1st jointdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.